Event description:
The complainant stated that the bed will not place a nurse call when the bed exit alarms.

Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.